Event description:
The dealer states that the rubber has worn down on the tires causing the wheel locks not to hold.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.